Manufacturer narrative:
Device evaluation. The device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed. Device evaluation: conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The catheter kinked during a diagnostic procedure. The kinking happened inside the body but the doctor is not sure if the catheter was kinked before use. No harm or injury reported.